Event description:
The event is reported as: the customer reports that the device has a crack between the inflatable part of the mask and the plastic rim. The customer alleges that the mask was being worn when the alleged defect was discovered and that the tear caused a cut on the upper bridge of the nose of the pt. Pt condition reported as fine.